Event description:
Patient called coordinator c/o intermittent alarms when bending, which became more frequent with any movement. Pt. Seen in clinic device interrogated and waveforms sent to thoratec. They diagnosed a probable broken wire. Explant done and pump dl replaced.